Event description:
As reported by end user hospital using a navilyst medical convenience kit: there were two instances in which while attempting to aspirate through the syringe attached to the manifold, they drew in air. No air was injected, and no pt injuries or complications resulted. The manifolds were replaced and the procedures were completed. The used manifolds have been returned to navilyst medical for evaluation.

Manufacturer narrative:
Two used manifolds have been returned to navilyst medical, however the device evaluation is still in process. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).